Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: was told the essure"), fallopian tube perforation ("fallopian tube perforation"), pelvic pain ("pain") and nephrolithiasis ("infection (bladder/urinary tract/vaginal) type: kidney stones") in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included left lower quadrant pain since (B)(6) 2016 and cervical cyst since (B)(6) 2016. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), rash ("allergic or hypersensitivity reaction type: she used to break out in a bad rash on her face"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), coeliac disease ("gastrointestinal or digestive system condition type:celiac disease"), alopecia ("hair loss"), mood altered ("mood changes"), nephrolithiasis (seriousness criterion medically significant), blood urine present ("blood in urine;"), migraine ("migraines"), headache ("headaches"), allergy to metals ("nickel allergy"), panic attack ("panic attacks"), vision blurred ("vision/eye problems type: sometimes vision would get blurry vision"), weight increased ("weight gain"), rash erythematous ("her skin would get really red especially on her face,chest and arms. Sometimes it would itch and hot"), abdominal pain ("extreme pain on my left side"), depression ("starting getting depressed"), anxiety ("suffer from severe anxiety issue"), urinary incontinence ("having issues holding bladder at time") and dyspepsia ("digestive problems"). In 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), feeling hot ("she would get hot a lot"), hot flush ("hot flashes") and abdominal pain lower ("lower left side pain"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, fallopian tube perforation, pelvic pain, vaginal haemorrhage, menorrhagia, rash, feeling hot, dysmenorrhoea, dyspareunia, fatigue, coeliac disease, mood altered, hot flush, nephrolithiasis, blood urine present, headache, allergy to metals, panic attack, vision blurred, weight increased, depression, anxiety, urinary incontinence and abdominal pain lower outcome was unknown, the nausea, alopecia and rash erythematous had resolved and the migraine, abdominal pain and dyspepsia was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, blood urine present, coeliac disease, depression, device dislocation, dysmenorrhoea, dyspareunia, dyspepsia, fallopian tube perforation, fatigue, feeling hot, headache, hot flush, menorrhagia, migraine, mood altered, nausea, nephrolithiasis, panic attack, pelvic pain, rash, rash erythematous, urinary incontinence, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: removal details: (B)(6) 2016:laparoscopy with bilateral salpingectomy female patient with persistent left lower quadrant pain since essure coil placement three years ago. On ultrasound, there was a left ovarian cyst noted. The patient desired definitive management with removal of the essure coils and removal of the tubes. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 83.9 kgs. Ultrasound scan vagina - in 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received. Reporter information added. Concomitant condition, laboratory data were added. Added event abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: break out ,nausea, bladder or urinary problems or changes, dysmenorrhea (cramping); dyspareunia (painful sexual intercourse), fatigue, gastrointestinal or digestive system condition type:digestive issues, hair loss, hormonal changes describe: mood changes and hot flashes, infection (bladder/urinary tract/vaginal) type: kidney stones and blood in urine; migraines , headaches, migration of essure device location of device: was told the essure; nausea; nickel allergy, pain, psychological or psychiatric problems condition: panic attacks, rashes or skin conditions type: her skin would get really red especially on her face, chest and arms. Sometimes it would itch and get hot, vision/eye problems type: sometimes vision would get blurry, weight gain. Updated outcome, onset date. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: was told the essure/was told the essure had migrated"), pelvic pain ("pain"), fallopian tube perforation ("fallopian tube perforation/perforation (fallopian tube(s))"), genital haemorrhage ("I would start having a pain and bleeding out of the blue without menstruating."), kidney infection ("kidney infections") and nephrolithiasis ("infection (bladder/urinarytract/vaginal) type: kidney stones") in a 38-year-old female patient who had essure (batch no. B09711,a14898) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: patient's current weight: 172 lbs. Essure confirmation test(s) conducted - the doctor injected dye into my tubes and did ultrasound to look and make sure the dye did not get through the tubes and the essure placement was working. Date of communication: (B)(6)2013. Concurrent conditions included left lower quadrant pain since(B)(6)2016, nabothian cyst since (B)(6)2016, anemia, arthritis, asthma, pancreatitis and overweight. Concomitant products included levonorgestrel (mirena l) from (B)(6) to (B)(6) for birth control as well as celecoxib (celebrex), clonazepam, colecalciferol (d3), famotidine, gabapentin, loratadine, propranolol (propanolol), topiramate (topamax) and venlafaxine. On (B)(6)2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), kidney infection (seriousness criterion medically significant), nephrolithiasis (seriousness criterion medically significant), cystitis ("having extreme issues with bladder/infections"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dermatitis allergic ("allergic or hypersensitivity reaction type: she used to break out in a bad rash on her face/ constantly break out in rash mainly on my face neck and arms"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)/ I get cramps that bring me to my knees"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), coeliac disease ("gastrointestinal or digestive system condition type:celiac disease"), alopecia ("hair loss/hair fell out in clumps"), mood altered ("mood changes"), hot flush ("hot flashes"), migraine ("migraines/migraines were getting more unbearable"), headache ("headaches"), allergy to metals ("nickel allergy"), panic attack ("panic attacks"), vision blurred ("vision/eye problems type: sometimes vision would get blurry vision/vision would get blurry on several occasions"), rash erythematous ("her skin would get really red uspecially on her face,chest and arms. Sometimes it would itch and hot"), abdominal pain ("extreme pain on my left side"), depression ("starting getting depressed"), anxiety ("suffer from severe anxiety issue"), urinary incontinence ("having issues holding bladder at time"), dyspepsia ("digestive problems"), change of bowel habit ("bm changes"), back pain ("back pain") and pain in extremity ("leg pain") and was found to have blood urine present ("blood in urine") and weight increased ("weight gain/gained about 30 pounds"). In 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6)2016, the patient experienced ovarian cyst ("left ovarian cyst"), 3 years 4 months after insertion of essure. On an unknown date, the patient experienced feeling hot ("she would get hot a lot") and abdominal pain lower ("lower left side pain"). The patient was treated with surgery (hysterectomy (partial), salpingectomy(bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, fallopian tube perforation, genital haemorrhage, kidney infection, nephrolithiasis, cystitis, vaginal haemorrhage, menorrhagia, dermatitis allergic, feeling hot, dysmenorrhoea, dyspareunia, fatigue, coeliac disease, mood altered, hot flush, blood urine present, headache, allergy to metals, panic attack, vision blurred, weight increased, depression, anxiety, urinary incontinence, abdominal pain lower, ovarian cyst, change of bowel habit, back pain and pain in extremity outcome was unknown, the nausea, alopecia and rash erythematous had resolved and the migraine, abdominal pain and dyspepsia was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, back pain, blood urine present, change of bowel habit, coeliac disease, cystitis, depression, dermatitis allergic, device dislocation, dysmenorrhoea, dyspareunia, dyspepsia, fallopian tube perforation, fatigue, feeling hot, genital haemorrhage, headache, hot flush, kidney infection, menorrhagia, migraine, mood altered, nausea, nephrolithiasis, ovarian cyst, pain in extremity, panic attack, pelvic pain, rash erythematous, urinary incontinence, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: removal details:(B)(6)2016:laparoscopy with bilateral salpingectomy female patient with persistent left lower quadrant pain since essure coil placement three years ago. On ultrasound, there was a left ovarian cyst noted. The patient desired definitive management with removal of the essure coils and removal of the tubes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.9 kg/sqm. Ultrasound scan - in 2016: confirmed that my coils were not in the proper place and had migrated.. Ultrasound scan vagina - in 2013: results: total bilateral occlusion. The doctor injected dye into my tubes and did ultrasound to look and make sure the dye did not get through the tubes and the essure placement was working.. Lot number: a14898 man date: 2012-05 exp date: 2015-05 lot number: b09711 man date: 2013-03 exp date: 2016-03 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2019: pfs received : medical history, lab data and concomitant drug were added. Event verbatim were updated as fallopian tube perforation/perforation (fallopian tube(s)), migration of essure device location of device: was told the essure/was told the essure had migrated, migraines/migraines were getting more unbearable, allergic or hypersensitivity reaction type: she used to break out in a bad rash on her face/ constantly break out in rash mainly on my face neck and arms, vision/eye problems type: sometimes vision would get blurry vision/vision would get blurry on several occasions, weight gain/gained about 30 pounds, hair loss/hair fell out in clumps, dysmenorrhea (cramping)/ I get cramps that bring me to my knees. Event : left ovarian cyst, bm changes, back pain, leg pain, having extreme issues with bladder/infections and kidney infections were added. On (B)(6)2019: pfs received - patient demography and concomitant condition added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: was told the essure"), fallopian tube perforation ("fallopian tube perforation"), pelvic pain ("pain") and nephrolithiasis ("infection (bladder/urinary tract/vaginal) type: kidney stones") in a 38-year-old female patient who had essure (batch no. B09711,a14898) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included left lower quadrant pain since (B)(6) 2016 and nabothian cyst since (B)(6) 2016. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dermatitis allergic ("allergic or hypersensitivity reaction type: she used to break out in a bad rash on her face"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), coeliac disease ("gastrointestinal or digestive system condition type:celiac disease"), alopecia ("hair loss"), mood altered ("mood changes"), nephrolithiasis (seriousness criterion medically significant), blood urine present ("blood in urine;"), migraine ("migraines"), headache ("headaches"), allergy to metals ("nickel allergy"), panic attack ("panic attacks"), vision blurred ("vision/eye problems type: sometimes vision would get blurry vision"), weight increased ("weight gain"), rash erythematous ("her skin would get really red especially on her face,chest and arms. Sometimes it would itch and hot"), abdominal pain ("extreme pain on my left side"), depression ("starting getting depressed"), anxiety ("suffer from severe anxiety issue"), urinary incontinence ("having issues holding bladder at time"), dyspepsia ("digestive problems") and genital haemorrhage ("I would start having a pain and bleeding out of the blue without menstruating."). On (B)(6) 2013, the patient had essure inserted. In 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced feeling hot ("she would get hot a lot"), hot flush ("hot flashes") and abdominal pain lower ("lower left side pain"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, fallopian tube perforation, pelvic pain, vaginal haemorrhage, menorrhagia, dermatitis allergic, feeling hot, dysmenorrhoea, dyspareunia, fatigue, coeliac disease, mood altered, hot flush, nephrolithiasis, blood urine present, headache, allergy to metals, panic attack, vision blurred, weight increased, depression, anxiety, urinary incontinence, abdominal pain lower and genital haemorrhage outcome was unknown, the nausea, alopecia and rash erythematous had resolved and the migraine, abdominal pain and dyspepsia was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, blood urine present, coeliac disease, depression, dermatitis allergic, device dislocation, dysmenorrhoea, dyspareunia, dyspepsia, fallopian tube perforation, fatigue, feeling hot, genital haemorrhage, headache, hot flush, menorrhagia, migraine, mood altered, nausea, nephrolithiasis, panic attack, pelvic pain, rash erythematous, urinary incontinence, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: removal details: (B)(6) 2016:laparoscopy with bilateral salpingectomy female patient with persistent left lower quadrant pain since essure coil placement three years ago. On ultrasound, there was a left ovarian cyst noted. The patient desired definitive management with removal of the essure coils and removal of the tubes. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 83.9 kgs. Ultrasound scan vagina - in 2013: total bilateral occlusion. Lot number: a14898 man date: 2012-05 exp date: 2015-05. Lot number: b09711 man date: 2013-03 exp date: 2016-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: was told the essure/was told the essure had migrated/an iud is identified within the endometrial canal'), pelvic pain ('pain'), fallopian tube perforation ('fallopian tube perforation/perforation (fallopian tube(s))'), genital haemorrhage ('I would start having a pain and bleeding out of the blue without menstruating.'), kidney infection ('kidney infections') and nephrolithiasis ('infection (bladder/urinarytract/vaginal) type: kidney stones') in a 38-year-old female patient who had essure (batch no. B09711,a14898) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: patient's current weight: 172 lbs. Essure confirmation test(s) conducted - the doctor injected dye into my tubes and did ultrasound to look and make sure the dye did not get through the tubes and the essure placement was working. Date of communication: (B)(6) 2013. Concurrent conditions included left lower quadrant pain since (B)(6) 2016, nabothian cyst since (B)(6) 2016, anemia, arthritis, asthma, pancreatitis and overweight. Concomitant products included levonorgestrel (mirena l) from 2011 to 2013 for birth control as well as celecoxib (celebrex), clonazepam, colecalciferol (d3), famotidine, gabapentin, loratadine, propranolol (propanolol), topiramate (topamax) and venlafaxine. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), kidney infection (seriousness criterion medically significant), nephrolithiasis (seriousness criterion medically significant), cystitis ("having extreme issues with bladder/infections"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dermatitis allergic ("allergic or hypersensitivity reaction type: she used to break out in a bad rash on her face/ constantly break out in rash mainly on my face neck and arms"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)/ I get cramps that bring me to my knees"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), coeliac disease ("gastrointestinal or digestive system condition type:celiac disease"), alopecia ("hair loss/hair fell out in clumps"), mood altered ("mood changes"), hot flush ("hot flashes"), migraine ("migraines/migraines were getting more unbearable"), headache ("headaches"), allergy to metals ("nickel allergy"), panic attack ("panic attacks"), vision blurred ("vision/eye problems type: sometimes vision would get blurry vision/vision would get blurry on several occasions"), rash erythematous ("her skin would get really red especially on her face,chest and arms. Sometimes it would itch and hot"), abdominal pain ("extreme pain on my left side"), depression ("starting getting depressed"), anxiety ("suffer from severe anxiety issue"), urinary incontinence ("having issues holding bladder at time"), dyspepsia ("digestive problems"), change of bowel habit ("bm changes"), back pain ("back pain") and pain in extremity ("leg pain") and was found to have blood urine present ("blood in urine") and weight increased ("weight gain/gained about 30 pounds"). On (B)(6) 2013, the patient had essure inserted. In 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced ovarian cyst ("left ovarian cyst"), 3 years 4 months after insertion of essure. On an unknown date, the patient experienced feeling hot ("she would get hot a lot") and abdominal pain lower ("lower left side pain"). The patient was treated with surgery (hysterectomy (partial), salpingectomy(bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, pelvic pain, fallopian tube perforation, genital haemorrhage, kidney infection, nephrolithiasis, cystitis, vaginal haemorrhage, menorrhagia, dermatitis allergic, feeling hot, dysmenorrhoea, dyspareunia, fatigue, coeliac disease, mood altered, hot flush, blood urine present, headache, allergy to metals, panic attack, vision blurred, weight increased, depression, anxiety, urinary incontinence, abdominal pain lower, ovarian cyst, change of bowel habit, back pain and pain in extremity outcome was unknown, the nausea, alopecia and rash erythematous had resolved and the migraine, abdominal pain and dyspepsia was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, back pain, blood urine present, change of bowel habit, coeliac disease, cystitis, depression, dermatitis allergic, device expulsion, dysmenorrhoea, dyspareunia, dyspepsia, fallopian tube perforation, fatigue, feeling hot, genital haemorrhage, headache, hot flush, kidney infection, menorrhagia, migraine, mood altered, nausea, nephrolithiasis, ovarian cyst, pain in extremity, panic attack, pelvic pain, rash erythematous, urinary incontinence, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: removal details: (B)(6) 2016:laparoscopy with bilateral salpingectomy. Female patient with persistent left lower quadrant pain since essure coil placement three years ago. On ultrasound, there was a left ovarian cyst noted. The patient desired definitive management with removal of the essure coils and removal of the tubes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: impression: status post essure procedure. Minimal filling of the most proximal right fallopian tube. No other filling of the fallopian tubes is identified. An iud is identified in the endometrial canal.. Ultrasound scan - in 2016: confirmed that my coils were not in the proper place and had migrated.. Ultrasound scan vagina - in 2013: results: total bilateral occlusion. The doctor injected dye into my tubes and did ultrasound to look and make sure the dye did not get through the tubes and the essure placement was working.. Lot number: a14898 man date: 2012-05, exp date: 2015-05. Lot number: b09711 man date: 2013-03, exp date: 2016-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-may-2019: medical record received. Pt for the event device expulsion was updated to the event device expulsion. Plaintiff¿s dob was updated. Lab data was added. Reporter information was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: was told the essure"), fallopian tube perforation ("fallopian tube perforation"), pelvic pain ("pain") and nephrolithiasis ("infection (bladder/urinarytract/vaginal) type: kidney stones") in a 38-year-old female patient who had essure (batch no. B09711,a14898) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included left lower quadrant pain since(B)(6)2016 and nabothian cyst since (B)(6)2016. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dermatitis allergic ("allergic or hypersensitivity reaction type: she used to break out in a bad rash on her face"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), coeliac disease ("gastrointestinal or digestive system condition type:celiac disease"), alopecia ("hair loss"), mood altered ("mood changes"), nephrolithiasis (seriousness criterion medically significant), blood urine present ("blood in urine;"), migraine ("migraines"), headache ("headaches"), allergy to metals ("nickel allergy"), panic attack ("panic attacks"), vision blurred ("vision/eye problems type: sometimes vision would get blurry vision"), weight increased ("weight gain"), rash erythematous ("her skin would get really red uspecially on her face,chest and arms. Sometimes it would itch and hot"), abdominal pain ("extreme pain on my left side"), depression ("starting getting depressed"), anxiety ("suffer from severe anxiety issue"), urinary incontinence ("having issues holding bladder at time"), dyspepsia ("digestive problems") and genital haemorrhage ("I would start having a pain and bleeding out of the blue without menstruating."). On (B)(6)2013, the patient had essure inserted. In 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced feeling hot ("she would get hot a lot"), hot flush ("hot flashes") and abdominal pain lower ("lower left side pain"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6)2016. At the time of the report, the device dislocation, fallopian tube perforation, pelvic pain, vaginal haemorrhage, menorrhagia, dermatitis allergic, feeling hot, dysmenorrhoea, dyspareunia, fatigue, coeliac disease, mood altered, hot flush, nephrolithiasis, blood urine present, headache, allergy to metals, panic attack, vision blurred, weight increased, depression, anxiety, urinary incontinence, abdominal pain lower and genital haemorrhage outcome was unknown, the nausea, alopecia and rash erythematous had resolved and the migraine, abdominal pain and dyspepsia was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, blood urine present, coeliac disease, depression, dermatitis allergic, device dislocation, dysmenorrhoea, dyspareunia, dyspepsia, fallopian tube perforation, fatigue, feeling hot, genital haemorrhage, headache, hot flush, menorrhagia, migraine, mood altered, nausea, nephrolithiasis, panic attack, pelvic pain, rash erythematous, urinary incontinence, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: removal details:(B)(6)2016:laparoscopy with bilateral salpingectomy female patient with persistent left lower quadrant pain since essure coil placement three years ago. On ultrasound, there was a left ovarian cyst noted. The patient desired definitive management with removal of the essure coils and removal of the tubes. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 83.9 kgs. Ultrasound scan vagina - in 2013: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet received: esurre lot number was added. New event I would start having a pain and bleeding out of the blue without menstruating was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: was told the essure/was told the essure had migrated/an iud is identified within the endometrial canal/migration of essure :uterus/migration of essure device location of device'), pelvic pain ('pain'), fallopian tube perforation ('fallopian tube perforation/perforation (fallopian tube(s))'), genital haemorrhage ('I would start having a pain and bleeding out of the blue without menstruating.'), kidney infection ('kidney infections') and nephrolithiasis ('infection (bladder/urinary tract/vaginal) type: kidney stones') in a 38-year-old female patient who had essure (batch no. B09711,a14898) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: patient's current weight: 172 lbs. Essure confirmation test(s) conducted - the doctor injected dye into my tubes and did ultrasound to look and make sure the dye did not get through the tubes and the essure placement was working. Date of communication: (B)(6) 2013. Concurrent conditions included left lower quadrant pain since (B)(6) 2016, nabothian cyst since (B)(6) 2016, anemia, arthritis, asthma, pancreatitis and overweight. Concomitant products included levonorgestrel (mirena l) from 2011 to 2013 for birth control as well as celecoxib (celebrex), clonazepam, cholecalciferol (d3), famotidine, gabapentin, loratadine, propranolol (propanolol), topiramate (topamax) and venlafaxine. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), cystitis ("having extreme issues with bladder/infections"), dermatitis allergic ("allergic or hypersensitivity reaction type: she used to break out in a bad rash on her face/ constantly break out in rash mainly on my face neck and arms"), coeliac disease ("gastrointestinal or digestive system condition type:celiac disease"), mood altered ("mood changes"), panic attack ("panic attacks"), rash erythematous ("her skin would get really red especially on her face,chest and arms. Sometimes it would itch and hot"), urinary incontinence ("having issues holding bladder at time"), dyspepsia ("digestive problems") and change of bowel habit ("bm changes"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)/ I get cramps that bring me to my knees"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), migraine ("migraines/migraines were getting more unbearable"), headache ("headaches"), allergy to metals ("nickel allergy"), abdominal pain ("extreme pain on my left side"), impaired gastric emptying ("gastrointestinal or digestive condition: gastroparesis"), gastrooesophageal reflux disease ("gerd"), abdominal distension ("bloating") and rash ("I would constantly break out in a rash mainly on my face neck and arms") and was found to have weight increased ("weight gain/gained about 30 pounds/weight gain loss specify which one"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced alopecia ("hair loss/hair fell out in clumps"), hot flush ("hot flashes"), vision blurred ("vision/eye problems type: sometimes vision would get blurry vision/vision would get blurry on several occasions"), back pain ("back pain"), pain in extremity ("leg pain") and diarrhoea ("diarrhea"). In (B)(6) 2013, the patient experienced kidney infection (seriousness criterion medically significant), nephrolithiasis (seriousness criterion medically significant), depression ("starting getting depressed") and anxiety ("suffer from severe anxiety issue") and was found to have blood urine present ("blood in urine"). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 3 years 2 months after insertion of essure. On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and ovarian cyst ("left ovarian cyst"). On an unknown date, the patient experienced feeling hot ("she would get hot a lot"), abdominal pain lower ("lower left side pain/extreme pain on my left side") and constipation ("constipation"). The patient was treated with surgery (hysterectomy (partial), salpingectomy(bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, pelvic pain, fallopian tube perforation, genital haemorrhage, kidney infection, nephrolithiasis, cystitis, vaginal haemorrhage, menorrhagia, dermatitis allergic, feeling hot, dysmenorrhoea, dyspareunia, fatigue, coeliac disease, mood altered, hot flush, blood urine present, headache, allergy to metals, panic attack, vision blurred, weight increased, depression, anxiety, urinary incontinence, abdominal pain lower, ovarian cyst, change of bowel habit, back pain, pain in extremity, impaired gastric emptying, diarrhoea, constipation, gastrooesophageal reflux disease, abdominal distension and rash outcome was unknown, the nausea, alopecia and rash erythematous had resolved and the migraine, abdominal pain and dyspepsia was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, back pain, blood urine present, change of bowel habit, coeliac disease, constipation, cystitis, depression, dermatitis allergic, device expulsion, diarrhoea, dysmenorrhoea, dyspareunia, dyspepsia, fallopian tube perforation, fatigue, feeling hot, gastrooesophageal reflux disease, genital haemorrhage, headache, hot flush, impaired gastric emptying, kidney infection, menorrhagia, migraine, mood altered, nausea, nephrolithiasis, ovarian cyst, pain in extremity, panic attack, pelvic pain, rash, rash erythematous, urinary incontinence, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: removal details: (B)(6) 2016:laparoscopy with bilateral salpingectomy. Female patient with persistent left lower quadrant pain since essure coil placement three years ago. On ultrasound, there was a left ovarian cyst noted. The patient desired definitive management with removal of the essure coils and removal of the tubes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: impression: status post essure procedure. Minimal filling of the most proximal right fallopian tube. No other filling of the fallopian tubes is identified. An iud is identified in the endometrial canal. Ultrasound scan - in 2016: confirmed that my coils were not in the proper place and had migrated.. Ultrasound scan vagina - in 2013: results: total bilateral occlusion. The doctor injected dye into my tubes and did ultrasound to look and make sure the dye did not get through the tubes and the essure placement was working. Lot number: a14898 man date: 2012-05 exp date: 2015-05. Lot number: b09711 man date: 2013-03 exp date: 2016-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received : following events were added : gastroparesis, diarrhea, gerd, bloating, I would constantly break out in a rash mainly on my face neck and arms. Reporter information updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformities data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.